Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one MRI low-profile port with a catheter was returned for evaluation. Functional, gross visual and microscopic visual evaluations were performed. The catheter segment measured approximately 24.0cm in length. The investigation is confirmed for the reported catheter broken and leak issue, as a complete compound break was noted on the proximal end of the catheter segment and a partial compound break was noted starting approximately 5.9cm from the proximal end of the catheter segment. Also, a complete compound break was noted on the distal end of the catheter segment. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 11/2022), g4. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a procedure to treat sigmoid adenocarcinoma, the device allegedly leaked during injection. It was further reported that the catheter was cut in 2 upon inspection. It was reported that the patient experienced swelling due to the leak. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 11/2022).

Event description:
It was reported that during a procedure to treat sigmoid adenocarcinoma, the device allegedly leaked during injection. It was further reported that the catheter was cut in 2 upon inspection. It was reported that the patient experienced swelling due to the leak. The current status of the patient is unknown.